Manufacturer narrative:
The durepair was returned as a strip about 4 inches long. The material had varying widths and thicknesses. The edges of the material curled away in both directions from the center. The color of the material was a semi-opaque whitish-purple. One edge had several sutures still attached to the material, while on the other edge no sutures were present. This suggests that the sutured edge of the material was the edge that formed the outer circumference of the implanted durepair, and the edge without sutures was the center of the graft where the hole was said to be present. This edge was also thinner on average than the edge with the sutures, which is also consistent with the claim that the disintegration was present at the center of the graft. Clear, gelatinous-textured material was present on one side of the durepair. As it was confirmed that duraseal was used in conjunction with the durepair, this material may be duraseal. The instructions for use that accompany the device caution that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes (including csf leaks), particularly in high pressure gradient applications. A review of the manufacturing records was not possible as no lot number was provided. No injury to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that the doctor believed that there may have been a leak in the durepair implanted on the patient's spine. According to the report, when the durepair was explanted, the doctor noticed a large hole in the center of the graft. It was described that the center of the durepair had disintegrated. The doctor had used duraseal in conjunction with the durepair.